Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. No similar complaint type events reported. (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens, -11.5 diopter got stuck in the injector. When removing the lens, the lens was torn into pieces. Another lens was implanted. This occurred on (B)(6) 2019. The cause of the event is reported as unknown.